Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using the allofit, impactor, straight and that the distal end of the impactor was stripped. The event occured during surgery. There was no injury to the patient and no surgery delay.

Manufacturer narrative:
Investigation results were made available: device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been identified.this issue (thread defect) is known and has already been addressed. Event description: it was reported that the allofit it cup impactor was stripped. The event occur during surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the visual examination showed that the impactor was in use for many times. Several dents on the rod and impaction signs on the handle are visible. The complaint can be confirmed since the thread looks damaged. No functional test was possible since the thread is damaged. Root cause analysis: this issue (thread defect) is known and has already been addressed. The root cause was identified in the material combination of thread and trial or implant shell: the thread should be manufactured with a hardened material. New prototypes were manufactured with hardened stainless steel. Functional tests were successfully performed; the new hardenable material addresses the issue and fulfills the requirements: no thread deformation and no fretting between instrument and trial shell resp. Implant shell occurred after several assembly and disassembly procedures. Therefore a new design change for the straight impactor was implemented: update of material specifications of the thread, from non hardenable to hardenable stainless steel. To confirm that the applied changes ensure the functionality of the instrument, comparable devices were analyzed: comparable products show that using the new material for the manufacturing of the allofit straight impactor improves the performance of the instruments. The initial aim of decreasing wear produced during assembling and disassembling of shells on the impactor is achieved through this measure. Therefore the implemented actions are considered as effective. Conclusion summary: based on the information available the root cause of this complaint was identified and has been already addressed. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).